Event description:
Loss of therapeutic relief, especially increased pain was reported. The catheter had dislodged and was confirmed via x-ray on (B)(6) 2011. Catheter was revised on (B)(6) 2011. The outcome was reported as pt recovered without sequela on (B)(6) 2011.

Manufacturer narrative:
(B)(4).